Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/15/2013-device evaluation: the pump has been returned and evaluated by product analysis on 06/17/2013 with the following findings:investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging the display screen on the pump was faded or dim and experienced a pixel color change. No further information was available. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display screen defect remained unresolved.